Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call the insulin pump alarmed stuck button and a blank display. The customer¿s blood glucose was 300 mg/dl at the time of incident and treated with manual injection. Customer's parent stated that the insulin pump had a blank display and the display came back up and alarmed stuck button after the battery has been changed. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was exposed to a change in altitude. The customer's parent stated that they were able to clear the stuck button alarm after the battery cap has been removed and reinstalled. Customer's parent was advised to monitor and call back if issue persists. The insulin pump is not expected to return for analysis.